Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned and the returned segment contained a portion of the proximal end of the nylon balloon material along with the rest of the catheter. A complete circumferential rupture was noted at the proximal cone of the balloon. The distal most edge of the guidewire lumen where the detachment occurred was stretched and the edges were jagged, which indicates that excessive force may have contributed to the event. The investigation is confirmed for a complete circumferential balloon rupture, sheath retraction issues and detachment of the balloon and catheter. The balloon rupture likely caused the retraction difficulties and the retraction difficulties likely contributed to the balloon and catheter detachment. Based upon the available info, the definitive root cause for the balloon rupture could not be determined.

Event description:
It was reported that the pta balloon ruptured at 12atm during the initial inflation. During retraction into the sheath, a portion of the catheter detached. There was no patient injury.